Event description:
During index procedure, the pt had one endeavor spring rapid exchange (rx) drug-eluting stent implanted to the proximal lad. One day post index procedure, the pt suffered a mi. The investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: (myocardial infarction).